Manufacturer narrative:
E1 information : (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that it was confirmed that the pump was implanted after the expiration date. The device was running as intended and there were no patient adverse events. The product was not in abbott control when expired and thus when implanted. The unit was shipped to the customer in (B)(6) 2021. The device would not be returned to abbott, as it was running on patient.

Manufacturer narrative:
D3: manufacturer corrected. E1: reporter contact information was not available. G1: manufacturer corrected. Manufacturer¿s investigation conclusion: the report of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was implanted after the expiration date was confirmed review of the device history records showed that of all the items in the implant kit expiration date was 27feb2023. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 8 of the IFU advises that all expired products should be disposed of. In addition, section 5 warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use. No further information was provided. The manufacturer is closing the file on this event.